Event description:
It was reported that the customer experienced ongoing high blood glucose levels for two days. The blood glucose reading was 600 mg/dl. The customer experienced nausea, frequent urination, and very thirsty. The customer was advised to call her doctor and/or seek medical attention and to call back to troubleshoot the issue. She stated that she had called before for troubleshooting, changed the insertion site, and the blood glucose levels went down after the site change. No bent cannula was observed. She advised that she would reach out to her doctor for concerns of an onset of diabetic ketoacidosis. She noted that she was on an antibiotic medication that she had been coming off of around the same time that the high blood glucose issue occurred. She stated that this may have been related to the high blood glucose levels. The blood glucose had started at 300 mg/dl and never went below 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.